Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and the pump touch screen was missing pixels. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. There was no adverse impact to the customer¿s blood glucose level.